Manufacturer narrative:
Investigation conclusion: . A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: can not determine. Source: email.

Event description:
Customer reporting discordant sars result. Customer states they were positive for covid but at day 11 is testing positive with the qv test but negative with other brand antigen tests.